Event description:
Physician reported that she treated a pt with mammosite who returned after 3 months with a symptomatic seroma. The physician drained the seroma several times and then placed a drain which was left in until no further drainage occurred. After the drain was removed, the pt presented with an infection of the area and hospitalized. The pt was placed on antibiotics and the sited was drained again. Physician reported the pt recovered.